Manufacturer narrative:
Date of event: unknown, but the best estimate is in the month of february 2021. If explanted; give date: n/a. Lens remains implanted. Telephone number: (B)(6). The device is not returning for evaluation as it remains implanted; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of a tecnis symfony intraocular lens (iol), the patient complained that the lens is not providing clear vision at distance or near. The patient did have posterior capsule opacification (pco) that the surgeon thought was causing the blurriness. However, there was no improvement to the vision after yttrium aluminum garnet (yag) laser treatment completed. Visual acuity (va) for the left eye (os) pre-op was 20/30 and post-op is 20/40. Near vision is 20/20 for both eyes (ou). Lens remains implanted. No further information provided.